Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that maryland bipolar forceps (mbf) instrument moved non-intuitively on universal surgical manipulator (usm) 3. The customer replaced the mbf instrument to resolve the issue. The customer checked the original mbf instrument, and the instrument appeared to be normal. The tse advised the customer to check the mbf instrument on the other usms or to return it. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised to check on another arm on the patient side cart (psc) and return the instrument if needed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.